Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's leg pain is not thought to be a side effect of the surgery. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain in the legs following implantation surgery. The recipient was hospitalized overnight and both IV and topical pain medications were administered.